Event description:
Information was received from healthcare provider and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins was effective at first, but the ins "was stopped" because it was no longer effective. Initially, an effect was observed, but since no effect was currently felt, the ins had been turned off. The patient wanted to have the ins removed, but they wanted to try once more to confirm whether there was truly no effect. Therefore, a request was received from the follow-up physician to provide instructions on how to turn it on. The ins was to be turned on when the patient visited the hospital at a later date to confirm the effects. Additional information received from a manufacturer representative. It was reported that upon checking with the therapy app, it was found that there was no charge in the ins. A message to charge the device and service code 336 were displayed. When the recharger app was applied, the recharger was found to be almost fully charged, but the ins was shown to have no charge. As "charge level very good" was displayed, it was requested that charging be continued as-is. Additional information received from a manufacturer representative. When asked if the cause of the issue was determined, the representative reported that they were informed that stimulation adjustments had been performed for many years at the hospital, so the representative presumed that the effect was insufficient and removal was ultimately chosen. When asked what further actions were taken or were planned, the representative reported that because there was no effect, removal was considered. The ins had not been used. The representative noted that they received a call that it was to be removed.

Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.